Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified amount of time, it was decided to change the peg tube due to tube perforation. While changing the peg tube with endoscopy, it was determined the jejunal tube was disposed by defecation. It was also discovered that the drug was leaking into the sub surface of the skin due to the closure of the gastric mucosa wound and a buried bumper was observed. The general surgery specialist decided to remove the peg tube, antibiotic treatment started and duodopa treatment was interrupted on (B)(6) 2021.